Event description:
Adverse event(s): "unexpected outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [intraocular lens) implanted]). A tech reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow up, the tech reported the pt had elected to wear glasses to correct the residual refractive error. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/05/2010 and 04/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).